Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving unknown drug via an implantable pump. It was reported that the patient was at the clinic for a refill. Upon interrogation there was a warning that stated loss of therapy x 1092 hours. They had magnetic resonance imaging on (B)(6) 2025 and the logs showed it had stalled on (B)(6) 2025 with the critical alarm sounding on (B)(6) 2025. The motor stall recovered upon interrogation today (B)(6) 2025. The refill was performed and the pump was set to minimum rate. It was unknown if the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.